Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery lasted only three years despite no shocks being delivered since implant. The right ventricular (rv) lead thresholds had been programmed high since implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 37602, dbs ipg (x's 2), implanted: (B)(6) 2014; 5071-35, lead (x's 3), implanted: (B)(6) 2011; 6721m-50, lead, implanted: (B)(6) 2011; 5866-38m, adapter, implanted: (B)(6) 2011; 7482a51, neuro extension, implanted: (B)(6) 2009; 3389s-40, dbs lead (x's 2), implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.